Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unknown battery error. The customer blood glucose level was 10.5 mmol/l. The customer was assisted with troubleshooting. Customer stated that they replaced the battery cap, it did not solve the problem and reset of internal battery did also not solve the problem. Customer stated that the insulin pump needs a new battery within four hours and two days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.